Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was off the insulin pump for over a year. The customer noticed kinked cannulas. The customer was hospitalized five to six years ago due to a diabetic ketoacidosis. Customer's blood glucose level was not reported. The customer declined being transferred to the helpline. The device was not returned.